Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the emergency drive is broken and doesn't rotate as it should. This failure is a re-occurrence of the complaint#(B)(4). Within that complaint the fst did the repair without replacing any parts. The failure occurred during verification without patient involvement. A getinge field service technician (fst) was sent for investigation and repair. The cardiohelp planetary gear was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The planetary gear is not available for investigation. As the customer was unable to identify which cardiohelp unit was related to the e-drive failure, no log files could be provided and analyzed. But, the fst found that the planetary gear doesn't have any resistance, which lead to the failure. Further, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: emergency drive cannot be used because of e.g.: - emergency drive failure it is stated in the instruction for use of the cardiohelp device (chapter 5.6.1 "check before every application") the emergency drive must be checked before use. Based on the results the reported failure "emergency drive is broken and doesn't rotate as it should" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Another e-drive with a similar failure was investigated by getinge life-cycle-engeneering on (B)(6) 2023 with the following results (see complaint#(B)(4)); the examination of the e-drive showed that the installed schnorr retaining washer, the bulging of the magnetic holding disc by 0.4mm and due to the attachment of the retaining ring and an unfavorable tolerance in addition to the individual components can lead to the failure of the e-drive. Investigation still ongoing. A follow up will submitted when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair. The cardiohelp planety gear was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Event description:
It was reported that the emergency drive is broken and doesn't rotate as it should. No harm to any person has been reported. Complaint ID: (B)(4).